Manufacturer narrative:
Block e1: this complaint was reported by the distributor; however, the health facility is available with the following information: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the shaft detached. Functional inspection noted that the mandrel 0.039 was loaded into the device and no resistance was felt. During magnification, it was observed closely that the shaft was detached. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent could get detached during the preparation affecting the performance of the device. Consequently, the stent shaft was broken. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported that a polaris ultra ureteral stent was attempted to use during a procedure performed on (B)(6) 2023. During unpacking, it was noticed that the stent broke into two pieces along the shaft. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was attempted to use during a procedure performed on (B)(6) 2023. During unpacking, it was noticed that the stent broke into two pieces along the shaft. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block e1: this complaint was reported by the distributor; however, the health facility is available with the following information: (B)(6) hospital. Address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.